Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. Beginning the same day as onset, the patient was treated with fortum injection 1gm (route, frequency, and duration not reported), reflin injection 1gm (route, frequency, and duration not reported), and heparin injection 1,000 units each bags 3 days (route, frequency, and duration not reported) for the peritonitis event. It was reported that the patient was recovering from the peritonitis event. It was not reported if extraneal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.